Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that cutter was not working as expected at an unknown timing. The procedure type and surgery completion details were unknown. There was no patient impact. Additional information was requested and received indicating that during the procedure, the cutter initially functioned but subsequently stopped working (not cutting).